Manufacturer narrative:
Manufacturer's investigation conclusion: upon evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), wire insulation damage was discovered that could have contributed to the reported short to shield. The insulation damage appeared consistent with wire fatigue due to repetitive flexing and abrasion with the metal braided shield over time. The pump was returned assembled with the driveline cut approximately 11.5¿ from the pump housing, and the distal portion of the driveline was returned measuring approximately 27.5¿ with a driveline repair at approximately 17.5¿ from the controller connector (figure 1). The sealed inflow conduit was returned disconnected from the pump inlet port. The apical sewing ring was not returned. Approximately 1.25¿ of the sealed outflow graft was returned disconnected from the outflow elbow, which was returned disconnected from the pump outlet port. The sealed outflow graft bend relief was not returned, and the sealed outflow graft bend relief collar was returned disconnected from the device. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Examination of the pump upon disassembly no evidence of laminated or denatured depositions or thrombus formations. Continuity testing using a digital multimeter on the returned portion of driveline revealed no evidence of wire conductor discontinuities. The metal braided shield layer of the proximal driveline appeared unremarkable while moderate metal braided shield breakdown was noted on the distal section of driveline at approximately 12.5¿ and 13.5¿ from the pump body. Wire insulation damage in the brown, orange, and yellow wires was discovered approximately 12¿ from the pump body. The insulation damage appeared consistent with wire fatigue due to repetitive flexing and abrasion with the metal braided shield over time. Examination of the remaining wires revealed no other evidence of wire insulation breaches or wire conductor damage. The driveline was submerged in a saline bath for hi-pot testing which confirmed the wire insulation breaches. No other areas of current leakage through the insulation of the driveline¿s wires were identified. The wire insulation damage would have caused a short to shield if any of the exposed conductors of the brown, orange, or yellow wires contacted the metal braided shield while the device was connected to a grounded power source. Although no further alarms were reported since the patient was placed on an ungrounded patient cable (captured in manufacturer report number 2916596-2021-02995), the wire insulation damage could have caused a phase to phase short if any of the wires simultaneously contacted the metal braided shield. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop with a test driveline as the distal section of returned driveline had wire insulation damage. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05oct2012. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange from heartmate ii to heartmate 3 on (B)(6) 2021 due to internal short to shield. The patient was in stable condition and recovering post exchange.